Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set cannula kinked event on (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was abdomen and left hip. The infusion set was in use for less than 24 hours. The blood glucose level was 200 mg/dl and the patient was treated with correction injection via multiple daily injection. The patient replaced infusion sets and resumed insulin successfully. The event was occurred on different dates (B)(6) 2024 and (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).